Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor resetting) has been confirmed. Upon receipt, the monitor would constantly reset at startup. The root cause of the constant resets was due to an unk programming error. Once the monitor's software was reprogrammed, the failures could not be duplicated. The root cause for the monitor's programming failure could not be positively determined. No adverse event resulted from the defective programming. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor made a high pitched noise during startup, and then shut off and tried to reboot. The monitor would not get past the splash screen. The pt was issued a replacement monitor.